Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that using a radial access site, the procedure was to treat a heavily tortuous, heavily calcified lesion in the distal left anterior descending (dlad) artery. It was found that the graftmaster was unable to cross the lesion after several attempts in order to treat a perforation that occurred with the use of a non-abbott device. The graftmaster was replaced with another one of the same size and the procedure was successfully completed. No additional information was provided.